Manufacturer narrative:
Device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a visual inspection of the pump found some cosmetic damages. Investigation found no damages to the keypad cover while all the keypad buttons responded intermittently. Removal of the keypad cover found contamination under the ¿up¿, ¿down¿ and ¿ok¿ button contacts. Unrelated to the button issue, it was observed that the battery compartment was cracked.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. Patient reported that the ¿ok¿ button was unresponsive to presses while the keypad cover was intact. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.